Event description:
The customer reported high blood glucose. Troubleshooting was performed and discovered the reservoir was leaking past o-rings.

Manufacturer narrative:
Currently, it is unknown or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.